Manufacturer narrative:
The thrombus occurred 4 days post implant. The thrombus was aspirated with suction catheter, and ballooning was performed with nc balloon due to insufficient dilatation of the stent. Insufficient dilation of the stent was suspected to have caused the thrombus. The patient was on dapt at the time of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat re stenosis of a non medtronic device. It was reported that part of the dilation of the resolute onyx was poor. It was also reported that when checking the result of the procedure by ivus stent thrombosis was noted. It is indicated that the thrombosis may have been caused by the poor dilation of the onyx device but also could have been caused by the re stenosis of the non medtronic that was originally implanted.